Event description:
It was reported the pt was having an increase in seizures and a new postictal reaction of running which was new for the pt. The pt was seen on (B) (6) 2008 and noted to have high lead impedance on their systems test. Based on some family issues no interventions were planned for their vns at that time. It is not known if the pt's seizures are above their prevns seizure rate. The treating physician reported their seizures were unlikely vns related and related to medication troughs. Later, it was reported they were possibly related to their vns dysfunction. The pt had full revision surgery and the explanted products were discarded at the hospital.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death.